Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
During the initial phase of transfer when a patient was lifted from a bed, the clip sling broke. As a consequence of the event the patient fell on the bed, no injury was reported. Following pictures provided by the customer the clip was found to be broken into two pieces (from top to down). The sling instruction for use states: "the expected service life of the passive clip sling/disposable clip sling: service life: slings 2 years and shelf life- 5 years. " "if any part is missing or damaged do not use the sling. Check for: fraying, loose stitching, tears, fabric holes, soiled fabric, damaged clips, unreadable or damaged label." Following all information gathered, it seems likely that the cause of the sling clip failure might have been related to normal wear. To sum up, while the incident occurred the clip sling and passive floor lift were being used for a patient transfer. The sling was not up to the manufacturer¿s specification because the sling clip was broken. We decided to report this complaint to the competent authorities due to an allegation of the clip breakage during the transfer.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The additional information will be provided upon investigation conclusion.

Event description:
It was reported that during patient transfer from a bed to wheelchair the sling clip broke. The patient fell out of the sling, no injury was reported.